Event description:
Customer reported that a pt underwent a c-section in early 2009. The pt was placed on prophylactic antibiotics at this time due to a pre-existing mrsa infection. The pt developed a surgical site infection with purulent drainage one week following the c-section. The pt underwent an incision and drainage of the surgical site. The pt subsequently developed an upper respiratory infection the following month, that is reportedly not related to the c-section. No further information was provided.

Manufacturer narrative:
Infection occurred - conclusion: a review of the batch manufacturing records was conducted. Ethicon cannot assure the sterility of this lot due to an equipment failure during the manufacture process.